Event description:
It was reported that the patient's leads exhibited high impedances following a motor vehicle accident. As a result, surgical intervention took place to replace the leads on (B)(6) 2026. Effective therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.